Manufacturer narrative:
Correction of fields, b1: adverse event/product problem, b2: outcomes attrib to adv event and b5: describe event or problem if information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead had been implanted in a patient that developed an infection with sepsis. A revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) along with left ventricular (lv) lead were explanted while the right ventricular (rv) lead was capped. Additional information received indicates that the system had product performance issue. However, the field representative validated that the only other reason aside from infection and sepsis was that the rv lead helix would not retract. This represented extraction difficulties for the rv lead. The physician attributed it to tissue growth in the helix and decided to cap the lead and leave it for the time being. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Additional information received from the field representative indicates that the rv lead helix would not retract. The physician attributed it to tissue growth in the helix and decided to cap the lead and leave it for the time being. There were no additional adverse patient effects reported. The rv lead was capped.